Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, visual summary analysis of the lead indicated apparent explant damage and visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the right ventricular (rv) lead had diminished rwaves after implant. The rv lead was explanted and replaced one day later with a different model lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.